Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess the product condition. The caller reported a dislodged cannula; this condition could potentially interrupt insulin delivery and could lead to hyperglycemia. The omnipod¿s user guide warns to ¿check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery,¿ ¿because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin ¿ usually with an injection of rapid-acting insulin. Ask your healthcare provider for instruction on handling interrupted insulin delivery,¿ and ¿test results greater than 250 mg/dl mean high blood glucose (hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider.¿ it advises ¿check your blood glucose at least 4 ¿ 6 times a day (when you wake up, before each meal, and before going to bed).¿ qualification records for the product lot were reviewed and all acceptance criteria were met.

Event description:
The customer's father reported that her son's blood glucose was fine when he woke up on the morning of (B)(6) 2012, but later it was over 400 mg/dl and an hour after that it measured "high" (>500 mg/dl). The father looked at the cannula and saw it had come out of the skin.